Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2025) .the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to an angioplasty procedure, the strain relief at the y-body of the pta balloon was allegedly found to be dislocated upon removing the balloon from its cover. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 focused force dilatation catheter was returned for evaluation. The strain relief was noted to be loosened and easily dislodged from the y-body. No other specific anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. As the returned catheter shows the evidence of strain relief dislodgement, hence the investigation is confirmed for the reported strain relief dislodgement issue. A definitive root cause for the reported strain relief dislodgement could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the strain relief at the y-body of the pta balloon was allegedly found to be dislocated upon removing the balloon from its cover. The procedure was completed using another device. There was no patient contact.